Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was explanted due to high threshold and short vv intervals associated with noise/oversensing. The lead will not be returned.